Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5032523.

Event description:
It was reported that during an ipg revision procedure (MFR report number 3006630150-2019-06679), it was found out that the patients leads had high impedances and unknown if it was due to a non-device related fall. The patient underwent a replacement procedure and found out that the lead was fractured. The patient was doing well postoperatively, and explanted leads were not returned.